Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information becomes available. Note: the date of manufacture is unknown.

Event description:
A customer called on (B)(6) 2011 and reported that she had experienced a loss of consciousness on the previous day, (B)(6) 2011, at an unspecified time. The customer did not report a specific product problem with her adc glucose meter. The caller declined to complete the medical survey or provide any additional information, and stated that she did not wish to be called back. There is no report of death or permanent injury associated with this case.